Event description:
It was reported by the customer that in bd pyxis¿ medbank tower the medication was unable to be issued. The customer reported that there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the expiration time in the rxverify request was modified to 2 hours. A technical support specialist requested the customer to submit the rxverify request again to resolve the issue. The system functioned as intended after the technical support specialist troubleshoot the device.